Manufacturer narrative:
The customer provided sample foam detection images of the samples tested on the analyzer surrounding the event. The investigation reviewed the images and determined there were sample quality issues that matched the sample quality alarms on the provided system alarm trace. For patient 1, the investigation found the sample had a droplet on the sidewall of the sample container, which was the cause for the abnormal sample aspiration. For patient 2, the investigation confirmed there were no bubbles detected, but an adjustment of the sampling area triggered false alarms. Based on the provided information, the investigation determined the event was consistent with a preanalytical sample handling issue.

Manufacturer narrative:
The field service engineer discovered the water tank on the e 801 module used for initial testing was contaminated. The water tank on the e 801 module used for repeat testing was clean. The investigation reviewed the alarm trace and found sample quality alarms. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for two patients tested on a cobas 8000 e 801 module. For patient 1, the initial hcg result was not reported outside the laboratory. The customer performed repeat testing on a different cobas 8000 e 801 module. On (B)(6) 2021 and at 03:45, patient 1's initial hcg result was 4.87 miu/ml. On (B)(6) 2021 and at 20:07, patient 1's repeat hcg result was 1160 miu/ml. The repeat result was determined correct. For patient 2, the initial hcg result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. On (B)(6) 2021, patient 2's initial hcg result was 26.8 miu/ml. On (B)(6) 2021, patient 2's repeat hcg result was 36789 miu/ml. The hcg reagent lot number was 51385101 with an expiration date of 30-apr-2022.